Event description:
Information received from affiliate states male pt (age unk) was presented to the interventional lab, for repair of a lesion located in the right common iliac artery (size of vessel unk). There was no calcification, mild vessel tortuosity and 85% stenosis. The product was prepared as per the IFU. The guidewire (radifocus, 150 cm/terumo) was inserted across the lesion via the sheath introducer (marker sheath, 6 fr/ medikit). There was pre-dilatation of the lesion using the balloon catheter (brand and size unk). The sds of the product was advanced to the lesion over the guidewire through the sheath introducer, without difficulty. After the slack was removed from the shaft the sds, the stent was deployed, but it jumped, and it was not placed in the accurate position. Therefore, another stent was deployed to cover the lesion. The producer was finished successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.